Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted lobectomy procedure, before firing the device's monitor turned off and the handle lost its function. A new handle and shell was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. Functionally, the handle was received with a fully depleted battery and was inserted into a charger. Eventually, the charging light-emitting diode (led) changed to solid green. The handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured. The thermocouple was intact and both battery cells were found to be vented. The handle's battery was replaced with a known working one and the handle initialized. The organic light-emitting diode (oled) screen worked, the piezo sounded, and the motor test passed. A clamshell was connected and then the screen turned black. The heartbeat was still beating but the handle was unresponsive and was placed on a charger then removed. The handle initialized and the same clamshell was reconnected. The clamshell was recognized properly and an adapter was connected. None of the rotational buttons were functional and none of the articulation buttons worked. The handle was green key reset and the handle was opened up, and there was heavy contamination noted surrounding all of the switches, which would've caused the buttons to be unresponsive. The ha ndle logs showed that the last time a reload was connected in the field, the handle shut off unexpectedly after the reload and adapter were removed. It was reported that the power pack shuts off and the device lost functionality. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the battery was found to be vented. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.